Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 6/17/2016. Electrode belt: 7/10/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was at home and sleeping prior to passing. Review of the patient's download data revealed that prior to passing, the patient received 5 appropriate treatments from the lifevest. At 22:43:51, an arrhythmia was detected by the lifevest with response button use. The patient's rhythm at this time was vf with frequency below 2.5 hz. The amplitude of the vf reduced to almost asystole levels and the fundamental frequency slowed to less than 2.5 hz, which is the equivalent of being under 150 bpm. The low frequency of the vf and the response button usage prevented the lifevest from treated the patient during this time. It is not known who was pressing the response buttons. At 22:51:30, the patient received the first treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was also vf. At 22:51:57, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was also vf. At 22:51:43, the patient received the third treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was vf with CPR and motion artifact. At 22:52:09, the patient received the fourth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was vf with CPR and motion artifact. At 22:54:44, the patient received the fifth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was also vf. At 22:55:06, the lifevest detected asystole. The patient's ECG shows that the patient was in vf with an amplitude below 100 microvolts. The lifevest detected the vf as asystole, preventing the lifevest from delivering a treatment. The device threshold for asystole detection is when an ECG input signal falls below 100 microvolts for at least 16 seconds. This performance level is disclosed in the lifevest 4000 operators manual. The cardiac signal voltage of the observed vf was below 100 microvolts, which is under the minimum design requirement to determine the presence of cardiac signals. The patient remained in vf below 100 microvolts until the electrode belt was disconnected at 22:55:11. There is no indication that a device malfunction caused or contributed to the patient's passing. The equipment was returned and was found to be fully functional.